Event description:
Pt reported blood glucose results of around 5.0 mmol/l with a lifescan meter and around 7.0 mmol/l on a lab device, performed within 10 mins of each other. Between the tests there was no intervention that would be expected to change the blood glucose.